Manufacturer narrative:
H6: investigation summary: bd received a sample and 2 photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for 'foreign matter (fm) in the gel' with the incident lot was observed. The fm embedded in the tube occurred during the injection molding start-up process with inadequate purging of the line. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was foreign matter in the gel of the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was foreign matter in the gel of the tube."